Event description:
It was reported that this right atrial (ra) lead was presenting shock impedance out of range due to a fracture presented. No additional information is available at the moment. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was presenting shock impedance out of range due to a fracture presented. No additional information is available at the moment. No additional adverse patient effects were reported.